Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the uterus and also separately within the container are coiled silver metallic wires consistent with essure coil') in a female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included uterine leiomyoma, menorrhagia, ovarian cyst and pelvic pain female. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic abdominal supracervical hysterectomy, drainage of right cyst, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: three to five coils were noted on each side. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: endometrium: disordered weakly proliferative pattern, myometrium: leiomyomata . Fallopian tubes: no significant pathologic abnormality, - silver metallic wires. Consistent essure coil (gross diagnosis only). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: mr received. Event medical device removal deleted and new event "embedded device" added. New reporters, concomitant conditions and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.